Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a "connect power" alarm when on batteries. It was also said they have been issued all new batteries and clips, and the alarms still persisted. The patient had a photo of the system controller screen saying, "connect power" but there were no other lights on besides the green circle. The log captured some low voltage hazard/no external power events 10may2026 at 2226 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. It was also noted some random ¿connect power¿ events throughout the log while using battery power. These occurred on both the black and white power leads.